Manufacturer narrative:
On june 01, 2016, it was noted that the device which had been thought not returned was actually returned with the other returned parts on this complaint on may 06, 2016. An updated device history record review was completed: evidence was found that part 319.006.03, lot a4jv089 was approved and released for use as a component on june 15, 1999. A service and repair evaluation was completed: the customer reported the item was in need of repair. The repair technician reported the probe broke off the measuring device. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no patient or procedural involvement. It is unknown when the reported malfunctions actually occurred; however, the issues were discovered during inventory maintenance on may 5, 2016. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Service history record review: no service history review can be performed as part 319.006 / lot a4jy261 is a lot/batch controlled item. The manufacture date of this item is july 2, 1999. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: july 2, 1999. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inventory check and basic maintenance was being carried out by sterile processing on may 5, 2016. During this check, twelve (12) devices from a large distractor set on consignment were found in need of replacement or repair. There was no reported patient or procedural involvement. All twelve (12) devices were assessed for reportability, but only seven (7) met the criteria for reporting at this time. They are as follows: part 394.46 / lot unknown / quantity: 1 ¿ stripped. Part 394.45 / lot 2271105 / quantity: 1 ¿ stripped. Part 394.45 / lot 2049 / quantity: 1 ¿ stripped. Part 394.45 / lot 2241769 / quantity: 1 ¿ stripped. Part 394.46 / lot 9281665 / quantity: 1 ¿ stripped. Part 328.010 / lot 1834593 / quantity: 1 ¿ broken. Part 319.006 / lot a4jy261 / quantity: 1 ¿ broken tip. This report is 7 of 7 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: part 11: the depth gauge was received with the proximal portion of the needle broken off at the threads. Part 11 (319.006): the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Device was used for treatment, not diagnosis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.